Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-04533. Follow-up revealed the patient's left lead was explanted and replaced with a different model. Sufficient therapy was restored post-op. Both leads are being reported as explanted because it is unknown which lead was replaced.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-04533. It was reported the patient has been experiencing a change in coverage due to both of her leads migrating. As a result, the patient will undergo surgical intervention to provide resolution.